Event description:
It was reported that the patient presented in clinic for follow-up complaining of shortness of breath. Upon interrogation, the left ventricular lead exhibited loss of capture. Fluoroscopy revealed the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.